Event description:
Unreported as device is not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture is showed by linguine sign and subcapsular line¿.

Event description:
Patient reported "rupture is showed by linguine sign and subcapsular line¿ and ¿inhomogeneous echogenicity of the breast parenchyma¿ diagnosed via MRI and "very anxious".this record relates to right side. The device remains implanted.